Event description:
It was reported that approximately 31 months after the xience v stent implantation in the proximal left anterior descending (lad) coronary artery, the patient was seen in the emergency department complaining of chest pain of several days' duration. ECG and cardiac enzymes were consistent with myocardial infarction. An angiogram showed total occlusion in the proximal lad, and the patient underwent percutaneous revascularization. No additional information was provided.

Manufacturer narrative:
(B)(4). Added required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and occlusion are listed in the listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.